Manufacturer narrative:
Insulin pump was received with broken battery cap inside the battery tube. Blank display due to corroded battery tube. Unable to perform the self test, operating currents measurement, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to blank display anomaly.

Event description:
The customer reported via phone call that the battery cap was not able to be removed. The customer's blood glucose was 184 mg/dl at the time of incident. The insulin pump was returned for analysis.